Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for t-wave oversensing. The patient's ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing but no evidence of t-wave oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).